Manufacturer narrative:
Manufacturer narrative: the clinician reported that the central nurse's station (cns) was in communication loss with all bedside monitors (bsm). The clinician reported that the issue has been resolved and was found to be a loose network cable that needed to be reconnected. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss with all bedside monitors (bsm). The customer reported that the issue has been resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss with all bedside monitors (bsm).